Event description:
It was reported that a physician wants to send in a cd of a patient's x-rays because of a high impedance reading on a system diagnostics test. X-rays have not been received to date. Although surgery is likely, it has not occurred to date.

Event description:
An implant card reported that the patient had generator and lead replacement surgery on (B)(6) 2016 due to lead discontinuity. The explanted product was discarded after surgery and will not be available for product analysis.

Event description:
A copy of the patient's ap and lateral x-rays of the chest were received for review. The generator was implanted in the left chest below the clavicle with filter feedthru wires intact. The lead connector pin looks to be fully inserted past the generator connector block since the tip of the connector pin can be visualized past the connector block. Adequate strain relief bend was noted, but there was no strain relief loop. Instead, a second bend was present. No tie-downs were able to be seen. A portion of the lead around the generator overlapped with the generator image and could not be visualized so this portion could not be assessed. No obvious gross lead discontinuities or sharp angles were observed in the visible portion of the lead. The lead wires do appear to be intact at the connector pins. The physician reported that he first saw dcdc=7 about a year ago but when he looked through the programming history in his handheld he found diagnostics with a high impedance from 2007.